Manufacturer narrative:
Correction: expiration date. An event regarding wear involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as product was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Information received from legal department "allegedly the surgeon ¿replaced the head that was originally placed in december of 2010, as there was evidence of wear. He also added a femoral cortical strut to the patient¿s hip¿.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
Information received from legal department "allegedly the surgeon ¿replaced the head that was originally placed in (B)(6) of 2010, as there was evidence of wear. He also added a femoral cortical strut to the patient¿s hip¿.